Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B) (6) 2009. It was reported that the pt began experiencing problems charging his ipg beginning in (B) (6) 2009. Attempts at charging the ipg were made with additional chargers with no success. Lead diagnostics were done which came back within spec. An x-ray was taken which confirmed the ipg had not flipped in the pocket. The physician decided to revise the ipg on (B) (6) 2009. The explanted ipg was returned to ans for eval. Follow up on the pt found that he is now able to successfully charge the system.